Event description:
On (B)(6), the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began 2 weeks prior to contacting lfs; however, she was unable to specify a date/time. The patient manages her diabetes with oral medication (metformin, dose not specified), diet and exercise and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that approximately 1 week after the alleged issue occurred, she developed the symptom of ¿shaking¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the product was not being used for the first time and noted that there was no apparent misuse of the device. The csr confirmed that the patient was using the correct test strips and noted that the device powered on when a test strip was inserted per owner¿s manual and when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.